Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the patient lost some spokes out off the left side wheel.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that one of the wheels had broken spokes, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer stated that the patient lost some spokes out off the left side wheel.